Event description:
It was reported to philips that frontal x-ray exposure failed due to generator communication issue on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray control unit (xsc), restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).